Event description:
A caller reported an error with their continuous glucose monitor (cgm), identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information on resetting the pump and guided them through the process. After the reset, the cgm error did not reoccur, and the caller was able to successfully start a new sensor session.